Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a notification for high, out of range, high voltage lead impedance. Pocket manipulation performed in-clinic elicited noise. The lead was capped and device was explanted. It is unknown which device contributed the issue. Patient was well post-procedure.